Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off" was confirmed. A review of the event history log revealed "improper shutdown!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery pin contact on the rear case and fluid intrusion and poor cleaning practice. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off in the medicine I department. There was no patient involvement. No additional information is available.